Event description:
It was reported that the patient's device was showing high impedance. It was stated that the patient was not seeing any side effects and that the neurologist was closely monitoring the patient for now to see how the patient is affected. Device history records were reviewed for the implanted devices. The generator was reworked due to scratches visible on the back of the generator. Both devices were sterilized and passed all quality inspections prior to distribution. No further relevant information has been received to date.

Manufacturer narrative:
Evaluation codes; corrected data; initial report inadvertently omitted method code for record review.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional or relevant information has been received to date.